Manufacturer narrative:
Device problem code: a0401 ¿ break. Patient problem code: f27 ¿ no patient involvement. Pr 9272391: initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed.

Event description:
Syringe broke during the first aspiration of saline during a surgical procedure. Material not very resistant. Additional information received on 21.nov.2023: was the reported incident noticed before, during or after use on the patient? A: before. Was there any harm to the patient/healthcare professional? (Detail) a: no. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc.)? (Detail) a: no. Was there blood or chemotherapy exposure to mucous membranes (eyes, nose and mouth) or skin? If so, inform whether the exposure was to the patient or the professional and what measures were adopted. (Detail) a: no. What medication was being administered? A: saline solution. Is it possible to share more photos related to this event? A: no. To collect and replace samples, inform: a: data provided by the customer. How many units available for collection: a: 01 is the sample contaminated, if so, the substance. A: no. Product purchase invoice number. R: (B)(4) . Additional info received. Dec 04, 2023. Could you explain which part of the syringe broke? Plunger could you also explain how this breakage occurred (detail the circumstance/process)? A part of the plunger broke during aspiration. Did the breakage occur during aspiration of the saline solution, or did it come broken inside the package? During aspiration of the saline solution.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the syringe broke during the first aspiration of saline during a surgical procedure. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, there is a piece of plastic adhered to one of the syringe plunger rod ribs. The piece of plastic is about 1.5" from the bottom of the syringe plunger rod and has an oval shape. The syringe barrel and plunger rod have no damage or imperfections. The photo provided shows a syringe out of its packaging blister. From the photo, it is not possible to visualize if the plunger rod is broken. This defect could occur if there was a jam during the assembly process inducing damage to a part and a piece of plastic ended up in the syringe received by the customer. A device history record review was completed for provided material number 303553, lot 3004148. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received syringe broke during the first aspiration of saline during a surgical procedure. Material not very resistant. Additional information received on 21.nov.2023: was the reported incident noticed before, during or after use on the patient? A: before. Was there any harm to the patient/healthcare professional? (Detail) a: no. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc.)? (Detail) a: no. Was there blood or chemotherapy exposure to mucous membranes (eyes, nose and mouth) or skin? If so, inform whether the exposure was to the patient or the professional and what measures were adopted. (Detail) a: no. What medication was being administered? A: saline solution. Is it possible to share more photos related to this event? A: no. To collect and replace samples, inform: a: data provided by the customer. How many units available for collection: a: (B)(4). Is the sample contaminated, if so, the substance. A: no. Product purchase invoice number. R: (B)(4). Additional info received. Dec 04, 2023: could you explain which part of the syringe broke? Plunger. Could you also explain how this breakage occurred (detail the circumstance/process)? A part of the plunger broke during aspiration. Did the breakage occur during aspiration of the saline solution, or did it come broken inside the package? During aspiration of the saline solution.